Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when they went to blow it up, it deflated. When the doctor attempted to blow it with more air, it would inflate and then deflate right away. Occurred with only one of the product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of (B)(6) 2024, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).